Event description:
New information received notes that the right ventricular lead was left as it was, and a replacement lead was implanted on (B)(6) 2024. Patient condition was stable.

Event description:
It was reported, that the patient presented in clinic for generator changeout procedure. Prior to procedure, it was found, via chest x-ray. That the right ventricular (rv) lead might have migrated, due to slack issue. The rv lead was explanted and replaced. Further information was requested, but not received.